Event description:
The dealer states that the bed caught fire. No serial number is available and no injuries were reported. The dealer states that the family has scrapped the bed. The dealer has requested the fire department report and more information on how the incident happened.

Manufacturer narrative:
Invacare became aware of maude event report (B)(4), which captures the same incident described in this MDR, on (B)(4) 2013. The maude report was submitted by the end user.